Event description:
It was reported the patient underwent bilateral extension replacement in 2008. No patient symptoms were reported. The reason for replacement was not reported. Additional information has been requested, but was not available on the date of this report.